Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-existing hand tremor as a result of a loss of stimulation. Additionally, the remote control (rc) was unable to communicate with the implantable pulse generator (ipg) even after charging. The patient confirmed that they had underwent two cardioversions since dbs implantation. X-ray imaging was taken of the chest area and the patient underwent a revision procedure during which the ipg was explanted and replaced successfully. The patient is expected to fully recover postoperatively and the hand tremor has resolved since stimulation was turned back on. Additional information was received that the patient was doing well postoperatively and stimulation was turned back on with great therapy results.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-existing hand tremor as a result of a loss of stimulation. Additionally, the remote control (rc) was unable to communicate with the implantable pulse generator (ipg) even after charging. The patient confirmed that they had underwent two cardioversions since dbs implantation. X-ray imaging was taken of the chest area and the patient underwent a revision procedure during which the ipg was explanted and replaced successfully. The patient is expected to fully recover postoperatively and the hand tremor has resolved since stimulation was turned back on.